Manufacturer narrative:
Isi received the permanent cautery hook associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. The root cause of this failure was attributed to a component failure. The following unrelated failures were also observed. The instrument was missing a ceramic sleeve. The piece was not returned with the device. Thermal damage was observed on the yaw pulley sleeve, but the conductor wire was not damaged. There was no damage observed to the conductor wire weld. The instrument passed electrical continuity testing. The root cause was not determinable. A hairline crack was observed on input shaft #6. This failure is commonly caused by improper cleaning and reprocessing techniques. The root cause was attributed to mishandling. A review of the instrument log for the permanent cautery hook instrument (part number: 470183-11, lot number: s10150811-0026) associated with this event was performed. Per the log, the instrument was last used on (B)(6) 2021 on system (B)(4) for 00:58:04. The instrument had 6 uses remaining. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm, adverse outcome, or injury was reported, a broken pitch cable at the distal end was found during failure analysis and suggests that if the malfunction was to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed frayed wires on the permanent cautery hook. There was no report of fragment(s) falling into the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) completed follow-up with the customer for patient information. The customer could not provide any patient information.